Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip close cable was broken at the distal idlers. The idler pulley spins freely and was not damaged.

Event description:
It was reported that while performing a da vinci si hysterectomy procedure, a cable on the mega needle driver instrument broke and a piece fell into the patient. The surgeon was immediately able to retrieve the piece and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.